Event description:
Baxter and foreign affiliate reports a transfer set with a loose connection to the titanium adapter, thus resulting in a leak. The patient was treated prophylactically with cephrarodin 1gm. Intramuscularly. No patient injury reported.